Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient encountered instances where the infusion sets failed to insert properly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.